Event description:
Allegedly revised for unknown reasons.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was not returned. (B)(4): evidence that product in specification when used.